Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the pink slide did not move forward and the cannula was found bent once the pod was removed. The patient's blood glucose rose to 17.4 mmol/l (313.2 mg/dl) while wearing the pod on the arm for between 4 and 24 hours. As treatment, a new pod was applied and a correction was delivered.